Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing multiple alarms on the insulin pump. The customer's blood glucose at the time of the incident was 107 mg/dl. Leading up to the incident, the customer experienced history pointers failed, the history pointers are corrupted alarm, hardware low level failures alarm, and post-reset ram crc alarm. The customer was assisted with troubleshooting the alarms and the alarms were cleared. The customers experienced the alarms again. The customer was advised that the pump will need to be replaced. The customer was advised to disconnect from the insulin pump and to refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test and displacement test. The pump was monitored and no blank display anomalies, pump error 23 or pump error 49 were noted. The power connector plugged in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 was noted during testing or in the pump trace download. However, pump error 63 was confirmed in the pump history due to a software anomaly. No cosmetic damage was noted.